Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim. We have had a report of a defective bd extension set 0.2 micron low protein binding filter. IV pump beeping downstream occlusion. IV not kinked and had been infusing well with arm straight. Unable to flush IV with syringe. Changed filter and infusion infused well. Clogged filter unable to be flushed. Orencia medication has clogged on 4 other occasions that I'm aware of and seems to have trouble going through filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material # unknown, batch # unknown. It was reported by customer that unable to flush IV with syringe. Clogged filter unable to be flushed. Verbatim: rcc received a complaint via email. We have had a report of a defective bd extension set 0.2 micron low protein binding filter. IV pump beeping downstream occlusion. IV not kinked and had been infusing well with arm straight. Unable to flush IV with syringe. Changed filter and infusion infused well. Clogged filter unable to be flushed. Orencia medication has clogged on 4 other occasions that I'm aware of and seems to have trouble going through filter.

Manufacturer narrative:
The customer reported the filter clogged when infusing orencia, and returned one sample of unknown material and lot. Upon initial visual examination, the set had no defects or abnormalities. The set was held underwater and loaded with 10 psi, the air vent of the filter allowed bubbles to pass through. This means the filter is working properly, and that the end user drugs involved might have an impact on the function. The supplier of the filter was notified of the issue.